Event description:
It was reported that the patient presented to the emergency room due to a fall. Device interrogation showed that the right ventricular (rv) lead exhibited low sensing values and intermittent loss of capture. Chest x-ray confirmed rv lead dislodgement. No intervention was reported. The patient was stable.